Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to pain and aseptic lymphocytic vasculitis-associated lesion. Operative report further noted pigmented material and foreign body tissue consistent with metal debris during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in orthopedic evaluation from (B)(6) 2015 reported patient allegations of right hip pain located in groin and side of hip; right knee pain; buckling of the right knee; and muscle damage.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2015-03732 / 2015-03733 / 2016-1388). Device not returned by attorney.

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to pain and aseptic lymphocytic vasculitis-associated lesion. Operative report further noted pigmented material and foreign body tissue consistent with metal debris during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in orthopedic evaluation from (B)(6) 2015 reported patient allegations of right hip pain located in groin and side of hip; right knee pain; buckling of the right knee; and muscle damage. Additional information received reported patient was revised on (B)(6) 2015 due to elevated metal ion levels, pain, discomfort, inflammation, metallosis, and metal debris. Additional information received in operative report reported that patient underwent left total hip arthroplasty on unknown date. Subsequently, patient underwent a left revision procedure on (B)(6) 2006 due to infection. During the procedure, the head and liner were removed and replaced with competitor product.

Manufacturer narrative:
(B)(4).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to pain and aseptic lymphocytic vasculitis-associated lesion. Operative report further noted pigmented material and foreign body tissue consistent with metal debris during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in orthopedic evaluation from (B)(6) 2015 reported patient allegations of right hip pain located in groin and side of hip; right knee pain; buckling of the right knee; and muscle damage. Additional information received reported patient was revised on (B)(6) 2015 due to elevated metal ion levels, pain, discomfort, inflammation, metallosis, and metal debris.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03732 / 03733).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to pain and aseptic lymphocytic vasculitis-associated lesion. Operative report further noted pigmented material and foreign body tissue consistent with metal debris during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.